Event description:
Baxter reports that a transfer set had leakage around the twist clamp. There was no pt injury or medical intervention associated with this incident.

Manufacturer narrative:
Evaluation summary: results indicate that the lab was not able to confirm the reported event. There are no further measures taken relative to this matter. Renal product surveillance, quality engineering, along with plant mfg, will continue to monitor this product line.